Event description:
N/a- "during dr (B)(6) case, the tip fell off into the patient, the tip was retrieved." Patient status: "stable".

Manufacturer narrative:
No product is being returned for evaluation but lot # are provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing and assembly process, applied medical graspers are functionally tested 100%. This document represents our final report.